Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016 (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. Based on the provided information it has not been possible to determine an exact root cause for this event. It is likely that the experience advancement difficulties is related to preexisting condition of the patient, however without images or photos this can not be confirmed. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair with right approach. There was a vascular prosthesis in the access route - hemashield f16 x 8 mm, placed before for aaa repair. The patient was suitable for endovascular repair and the procedure was conducted as labeled. The delivery sheath (7.7fr) was selected for f8 mm access route. However, the sheath would not advance. Then, wire guide was changed and pull-through technique was performed though, the delivery system would not advance again. The procedure was stopped. Additional information received 18dec2012: the first wire guide was cook ultra stiff wire guide (rpn unknown), and it was replaced with lunderquist double curve wire guide (no further information). Patient outcome: the patient recovered.